Manufacturer narrative:
It was reported that the boom shape arm allegedly broke and the monitor fell down. A stryker field service technician (sfst) went onsite to evaluate the complaint. When the sfst arrived the equipment was not damaged and based on discussion with the facility it appeared that the 4 screws holding the pivoting ball had backed out causing the monitor to fall. The screws were already replaced by the facility and the boom shape arm was working as intended. When the monitor fell forward it hit the nurse on the arm, she was sent to urgent care for evaluation and was placed on light duty. Stryker has received no further information on the reported injury.

Event description:
It was reported that in the boom shape arm allegedly broke and the monitor fell down. It was reported that the nurse was injured.